Event description:
A report stated that a patient received a 6fen tracheostomy tube in which the cuff was located several millimeters higher on the tube than the previous model. The trach was used on a patient and the patient experienced discomfort. The was no report that the product was changed. The product is not being returned and no replacement was requested.

Manufacturer narrative:
(B)(4).